Manufacturer narrative:
The associated complaint device was not returned for evaluation, please see below the results of our investigation: we have now concluded our investigation into this complaint. As of today, no additional information or sample requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. A review of the associated batch manufacturing records was not possible due to lot number being supplied. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment of a patient hospitalized for breast tumors, it was noticed the dressing was low adhesive and may cause the tube to move. The treatment was continued with a back-up device.